Manufacturer narrative:
Manufacturing site name and address corrected.

Manufacturer narrative:
Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The initial aneurysm size is reportedly unavailable. On (B)(6) 2017 a reintervention was performed whereby an aortic extender component was placed to treat a proximal type I endoleak. No additional information regarding the endoleak or intervention was available. The patient tolerated the procedure.